Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit leak. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the sporadic image failure was due to deformation of the cable unit. ¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a sporadic image failure. The event was found prior to the procedure and completed using a similar device. There was no report of patient harm.

Event description:
It was reported that the subject device had a sporadic image failure. The event was found prior to the procedure and completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.